Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to unspecified issues. All the components were replaced and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to a catheter was inserted about a year ago and tore the cuff. About 9 months ago the physician explanted the cuff. There were no further patient adverse effects.